Event description:
Device complication: premature deployment. Time of complication: during procedure symptoms: none reported. It was reported that during casual conversation, the physician experienced jumping of the acculink stent with deployment. There was no patient effects or treatment to report. No further information was available.